Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were there issues with all cartridges being returned (ecr60wx4 and ecr60bx3). No. If yes, please describe. If no, why are the other cartridges being returned. It is unclear which cartridge the event occurred in.

Event description:
It was reported that during a semi-open total gastrectomy, all deployed staples were unformed at the fourth firing on the blind end of the jejunum. The cartridge was white. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with seven cartridge reloads present. Cartridge (b, c) ecr60b, h51l2g were received fully fired and with cartridge deck damage. Cartridge (d) ecr60b, l5458t was received fully fired and with cartridge deck damage. Cartridge (e) ecr60b, l53x04 was received fully fired and with cartridge deck damage. Cartridge (f, g) ecr60w, l52g5f were received fully fired and in good visual conditions. Cartridge (h) ecr60w, l52g34 was received fully fired and with cartridge deck damage. The found damage on the deck from cartridge (b, c, d, e, and h) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.